Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was severely calcified, 99% stenotic in a moderately tortuous left anterior descending artery (lad). After predilation the dr attempted to reach the lesion with a taxus liberte - 3.5 x 12 mm drug eluting stent. However, the stent was unable to cross the lesion and during withdrawal the taxus stent lifted from the balloon. The dr then decided to deploy the stent in the proximal lad. The procedure was successfully completed with another unk size drug eluting stent. No further pt complications or injuries were reported. Pt status is reported as "satisfactory/good".